Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip cover accessory was torn. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the tip cover accessory returned. However, isi has not received the tip cover involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the tip cover accessory instrument associated with this complaint and completed investigations. Failure analysis found the primary failure of torn tip cover to be related to the customer reported complaint. The tip cover was found to have tearing at the mouth where the scissor tips exit from the proximal end where the instrument inserts from. Tears are axially aligned with the tip cover and measure 0.049¿ in length. There are no signs of thermal damage present at the end of any tears as evidenced by charring/melting.